Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during the process of catheter placement of powerpicc solo catheter, the teacher of the vascular access nursing clinic of the cancer hospital found that the guidewire pulled out was not smooth, a little rough, and the surface was similar to the presence of waxy substance, which occurred in a total of 5 cases. No other information provided, at this time. This file is for patient three of five.